Event description:
Per a retrospective post-market study, it was discovered that the device, m40 se020, rts lesser mtp implant, size 2, was initially implanted on (B)(6) 2024 and it was reported due to implant dislocation, a secondary procedure on (B)(6) 2025 was required to remove the device. The complication was solved by removal of the implant. Further assessment information has been requested; however, no further information has been made available to date. This report is being raised due to the reported injury of secondary surgery for removal of an implant.